Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined the reported failure to advance and difficulty to remove from the anatomy appear to be related to user error and subsequent operational context of the procedure. It should be noted that the nc traveler instructions for use states: to reduce the potential for vessel damage, the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. In this case, based on the reported information, the 5.0 balloon size selected for the procedure was too big for the 2.75 vessel resulting in the resistance during advancement and failure to advance and resulting in the difficulty to remove from the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal right coronary artery with mild tortuosity, no calcification and 99% stenosis. The vessel diameter was 2.75mm and length 10mm. A 5.00x08mm nc traveler balloon dilatation catheter (bdc) failed to cross the lesion due to strong resistance during advancement due to the lesion. There was no interaction of devices. Resistance was felt with the lesion upon removal of the bdc. There was no reported damage to the nc traveler bdc. A new unspecified bdc also failed to cross the lesion and the procedure was stopped. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.